Event description:
It was reported that during a thermal uterine ablation procedure the surgeon perforated the uterus with the catheter. The uterus was reported to be retroflexed and the surgeon had been unable to accommodate to it's position. The procedure was aborted and there were no pt consequences reported.